Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. An 8.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.